Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 77-year-old female patient underwent thoracic endovascular aortic repair (tevar) to treat an aortic aneurysm in the descending aorta. The physician planned to place zta-p-34-113-w1 (complaint device) as the first stent graft and zta-p-38-217-w1 as the second stent graft but proximal to the first zta. The access was gained from the right femoral artery and it was reported that the right femoral artery diameter was ø5.0mm with calcification and the right external iliac artery diameter was ø5.8-6.8mm and with calcification. The first zta was inserted but removed again due to difficulties with passing through the narrow femoral artery. Dilation with a 7mm catheter was performed and a dummy sheath with an outer diameter of 6.7 mm was inserted and could pass through. The first zta was inserted again, although it managed to pass through the femoral artery, it could not pass through the narrow external iliac artery. The zta was removed and dilation with a 7mm catheter was performed again. The first zta was inserted again, and although it was difficult to pass through the eia, it was delivered to the target position. After deployment of the first zta decrease in blood pressure was observed, but the procedure was continued. The second zta was implanted and after deployment the zta sheath was left in place and touch up with a coda balloon was performed. The final angiography confirmed that there was no endoleak. As the patient's blood pressure continued to drop, the right access route was contrasted several times while removing the zta sheath. There was no evidence of access vascular injury. The patient's blood pressure did not stabilize after removal of the zta sheath, and the procedure was moved to laparotomy. Injury (tear) of the right external iliac artery was confirmed (pr336227), and f-f bypass (8mm artificial vessels) was performed because reconstruction of the right eia was judged to be difficult. On postoperative CT the same day as the procedure a type 3a endoleak was confirmed. Per additional information it is reported that the 2 devices had a 3-stent overlap. No additional intervention was performed but the patient will be under observation. Review of device history record gave no indication of the device being produced outside of specifications. Planning and sizing sheet was provided and reviewed by an imaging expert. As no procedural or post-procedure images were provided, the imaging expert could not comment on the type 3a endoleak. It was reported that the two proximal zta devices was implanted with build up technique (the most distal zta was implanted first). The instruction for use states "zenith alpha thoracic endovascular graft the zenith alpha thoracic endovascular graft is a two-piece cylindrical endovascular graft consisting of proximal and distal components. The proximal component can be either tapered or nontapered and may be used independently (for ulcers/saccular aneurysms) or in combination with a distal component." Based on the provided information it has not been possible to establish a cause for the reported event. Cook will reopen the investigation if further information or images is received. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: tevar for descending aortic aneurysm with rcfa approach was performed. The first stent graft (zta-p-34-113-w1) was inserted, but it was removed due to difficulty in passing through the narrow cfa. Pta was performed (7mm), and then it was confirmed with a dummy sheath (18fr dry seal sheath / 6.7mm od) could pass through. The first stent graft was then inserted again. But it could not pass through the narrow eia. Pta was preformed and could now reach the target position. There was observed a blood pressure drop but the procedure was continued and the second stent (zta-p-38-217-w1) was delivered. Zta sheath was left in place and touched up with a coda balloon. The final angiography confirmed that there was no endoleak. As the patient's blood pressure continued to drop, the right access route was contrasted several times while removing the zta sheath. There was no evidence of the access vascular injury. The patient's blood pressure did not return after removal of the zta sheath, and the procedure was moved to laparotomy. Injury (tear) of the right eia was confirmed (B)(4) , and f-f bypass (8mm artificial vessels) was performed because reconstruction of the right eia was judged to be difficult. Type 3a endoleak was confirmed on the postoperative CT. (B)(4). Patient outcome as of (B)(6) 2021, the patient's condition has stabilized. As of (B)(6) 2021, the patient will be under observation for a while.